Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experienced lead migration was reported to abbott. As a result, the patient's leads were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2021-00411. It was reported that the patient experienced ineffective therapy due to migration of both scs leads. X-rays confirmed the migration. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue.